Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd solomed¿ syringe there was an issue with leakage. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd solomed¿ syringe there was an issue with leakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The images and sample sent by the customer were verified and it was possible observe barrel damaged, which caused the the leakage during the syringe usage. The potential cause for the problem is a syringe jam on assembly machine system, which caused the barrel damage and the leakage during the usage. That jam is inherent to the manufacturing process and occurs occasionally on the process. An internal action for product quality improvement will be performed for defects of damaged components and leakage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.